Manufacturer narrative:
This report is a duplicate of MFR. Report #2916596-2018-00659. Due to the use of a new complaint handling database, we are unable to submit a follow up associated with the previous MFR number. This duplicate regulatory report is being submitted intentionally to ensure appropriate tracking and submission of the supplemental report upon closure of the investigation. Since new information has not been provided to abbott, today is the aware date. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 11 months. The device was returned for investigation. The evaluation is not yet complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient felt a tug on the driveline and did not change the driveline anchor. Afterwards, patient noticed that the system controller was alarming, their dressing was detached, the anchor was all the way off, and the lvad was continuing to alarm. Reportedly, the lvad was functioning reportedly at this time. The patient then changed the dressing, but not the anchor. The patient saw a crack approximately 1 inch from the exit site. The patient took the driveline in their hand, and bent it all the way in half at the fracture site, so that they could clearly see what was wrong with it. It was reported, at this time that the lvad stopped functioning intermittently. System controller was alarming no power to black lead and connect power source. Power sources and system controllers were exchanged however alarms continued. Patient was transported to the hospital. Pump stoppage occurred during transport. On admission, the patient was placed on heparin and started on inotropes. The patient underwent a pump exchange on (B)(6) 2018. The patient has a history of non-compliance. The lvad clinical understood that the patient had cut the driveline. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned device confirmed the report of damage to the wires of the pump cable, which could have contributed to the reported interruption in pump support. The lvad periodic log file retrieved from mlp-003032 contained data from (B)(6) 2018 1:43 am ¿ (B)(6) 2018 5:58 pm and recorded no lvad faults. The pump appeared to be operating as intended with flow mean remaining stable in the range of 4.4-5.5 lpm. The lvad event log file contained approximately 9 hours of data on (B)(6) 2018 from 9:55 am 6:46 pm and showed that from 4:29 pm through the end of the log file data, multiple lvad faults indicating a problem with the communication on the com a line (green wire) and the com b line (yellow wire) were captured. Despite the atypical lvad faults, the pump appeared to be operating normally during this timeframe with stable parameters. The event and periodic log file data downloaded from the returned system controller hsc-016851 showed that on (B)(6) 2019 from 6:53 pm through the end of the log file data at 11:01 pm, the pump speed was recorded at 0 rpm with lvad off, loss of lvad communication, low flow, and controller internal fault alarms active. The controller internal fault corresponded to both of the controller's fuses being damaged. The evaluation of the pump cable segments returned with mlp-003032 confirmed damage to the outer layers and all six underlying wires of the cable adjacent to the terminus of the inline connector bend relief. The inline connector bend relief was also noted to be discolored and damaged at its proximal end. Closer examination of the pump cable damage revealed that the insulation and inner metal conductors of the green (com a), yellow (com b), and blue (gnd b) wires were completely fractured while the black (gnd a), red (pwr b), and brown (pwr a) wires remained intact, but breaches were observed in their insulation exposing the inner metal conductors. The complete fracture of both the com a and com b lines (green and yellow wires) is consistent with the communication faults recorded in the log file data retrieved from the returned system controller and lvad. Moreover, an electrical short between the exposed conductors of the driveline wires could have potentially damaged the controller's fuses to prevent the controller from powering the pump. Upon disassembly of the returned device, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Following cleaning, the pump was reassembled and operated on a mock circulatory loop without utilizing the damaged portion of the pump cable. The pump functioned as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.